Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and could not be recovered. A field service engineer (fse) inspected the printed circuit board and found that no light emitting diode (leds) was lighting up, indicating that no power was reaching the control boards. The fse replaced the module controller, which resolved the fault. The fse then removed all the row boards from drawer 2 and vacuumed underneath to ensure any stray aluminum foil was removed. It was confirmed that no debris remained in the drawer. Users verified the ability to open and count medications within the pockets of drawer 2. No further failures were observed at the time of attendance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was not able to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.